Manufacturer narrative:
Lot number 20k06c, expiration date 11/18/2022. Device manufacture date: 11/18/2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lacked lubricity.

Event description:
Healthcare professional reported via sales representative that a keller funnel2 lacked lubricity with the implant during the insertion process. Surgery was successfully completed with a backup funnel.